Event description:
It was reported that the oximeter stopped doing a readout. The customer believes this was due to a frayed wire.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-08685. The report was submitted in error., corrected data: corrected information provided in h10.